Event description:
Case description: this serious solicited report from egypt was reported by a consumer as "hyperglycaemia leading to unconsciousness" with an unspecified onset date (reported as years ago), "piston rod of novopen 3 does not rotate back" with an unspecified onset date and "the tip of the piston rod is broken" with an unspecified onset date and concerned 73 years old male patient who was treated with novopen 3 (insulin delivery device) from unknown start date and on-going due to "type 2 diabetes mellitus", mixtard 30 penfill hm (ge) (insulin human) from unknown start date and on-going due to "type 2 diabetes mellitus" (dose and frequency 90 iu) and actrapid penfill hm (ge) (insulin human) from unknown start date and ongoing due to "type 2 diabetes mellitus" (dose and frequency 45 iu, qd). Medical history included type 2 diabetes mellitus (since 18 years). On an unknown date (reported as years ago), it was reported that the piston rod of patient's novopen 3 did not rotate back and that the tip of the piston rod was broken. Patient's blood glucose level was not controlled and that he had hyperglycaemia (up to 600 mg/dl) and became unconscious. Patient changed the site of injection and novopen 3 was replaced. Batch number of mixtard 30 penfill hm (ge) and actrapid penfill hm (ge) was requested. Action taken to novopen 3 was no change. Action taken to mixtard 30 penfill hm (ge) was no change. Action taken to actrapid penfill hm (ge) was no change. The outcome for the event "hyperglycaemia leading to unconsciousness" was recovered (reported as one year ago). Since last submission the following was updated: patient's age updated. Type of diabetes and duration updated. Product action taken, dosage and duration updated. Event outcome and start and stop details updated. Usage of device updated. Narrative updated. Manufacture's comment updated. Manufacturer's comment: 01-sep-2017: since no faults were found on the returned device (novopen 3) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case: (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill and actrapid penfill.

Event description:
Case description: on 11-sep-2017, correction was performed. Since last submission, the case has been corrected with the following: suspect device manufacturing date.

Event description:
Hyperglycaemia leading to unconsciousness [hyperglycaemic unconsciousness], piston rod of novopen 3 does not rotate back [device issue], the tip of the piston rod is broken [device breakage]. Case description: (B)(6). Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient height, weight and body mass index (bmi) not reported. This serious solicited report from (B)(6) was reported by a consumer as "hyperglycaemia leading to unconsciousness" with an unspecified onset date, "piston rod of novopen 3 does not rotate back" with an unspecified onset date and "the tip of the piston rod is broken" with an unspecified onset date and concerned an elderly male patient who was treated with novopen 3 (insulin delivery device) from unknown start date due to "diabetes mellitus", mixtard 30 penfill hm (ge) (insulin human) 40 iu and 20 iu from unknown start date and on-going due to "diabetes mellitus" and actrapid penfill hm (ge) (insulin human) 20 iu, qd from unknown start date due to "diabetes mellitus". Medical history included diabetes mellitus (type and duration not reported). On an unknown date, it was reported that the piston rod of patient's novopen 3 did not rotate back and that the tip of the piston rod was broken. Patient's blood glucose level was not controlled and that he had hyperglycaemia (up to 600 mg/dl) and became unconscious. Patient changed the site of injection and used a syringe instead of novopen 3 till the blood sugar became controlled. Action taken to novopen 3 was not reported. Action taken to mixtard 30 penfill hm (ge) was not reported. Action taken to actrapid penfill hm (ge) was not reported. The outcome for the event "hyperglycaemia leading to unconsciousness" was recovering/resolving. The outcome for the event "piston rod of novopen 3 does not rotate back" was not reported. The outcome for the event "the tip of the piston rod is broken" was not reported. Reporter's causality (novopen 3) - hyperglycaemia leading to unconsciousness: unknown, piston rod of novopen 3 does not rotate back: unknown, the tip of the piston rod is broken: unknown. Company's causality (novopen 3) - hyperglycaemia leading to unconsciousness: possible, piston rod of novopen 3 does not rotate back: possible, the tip of the piston rod is broken: possible. Reporter's causality (mixtard 30 penfill hm (ge)) - hyperglycaemia leading to unconsciousness: possible, piston rod of novopen 3 does not rotate back: unknown, the tip of the piston rod is broken: unknown. Company's causality (mixtard 30 penfill hm (ge)) - hyperglycaemia leading to unconsciousness: possible, piston rod of novopen 3 does not rotate back: unlikely, the tip of the piston rod is broken: unlikely. Reporter's causality (actrapid penfill hm (ge)) - hyperglycaemia leading to unconsciousness: possible, piston rod of novopen 3 does not rotate back: unknown, the tip of the piston rod is broken: unknown. Company's causality (actrapid penfill hm (ge)) - hyperglycaemia leading to unconsciousness: possible, piston rod of novopen 3 does not rotate back: unlikely, the tip of the piston rod is broken: unlikely. Investigation results: name: novopen 3, batch number: lscc522, visual and functional examinations were performed. Large amounts of foreign sticky matter observed on pen parts (internal or external) e.g. Oily substances. The pen cannot operate due to this fault and the piston rod cannot retract as well. The observed fault is a result of accidental damage during use of the device. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. This fault is caused by dirt or wear; therefore it occurred during use and regarded as a handling fault. The washer on the piston rod has fallen off. This may cause dripping/leakage after injection. Furthermore, the injection force in the beginning of the injection might be higher than normal. The fault is caused by accidental damage during use of the device. Name: mixtard 30 penfill hm (ge), batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: actrapid penfill hm (ge), batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Manufacturer's comment: 01-sep-2017: since no faults were found on the returned device (novopen 3) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in (B)(4). Continued: evaluation summary name: novopen 3, batch number: lscc522. (B)(4):visual and functional examinations were performed. Large amounts of foreign sticky matter observed on pen parts (internal or external) e.g. Oily substances. The pen cannot operate due to this fault and the piston rod cannot retract as well. The observed problem could not be related to any novo nordisk processes. The observed fault is a result of accidental damage during use of the device. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. This fault is caused by dirt or wear, therefore it occurred during use and regarded as a handling fault. The washer on the piston rod has fallen off.. This may cause dripping/leakage after injection. Furthermore, the injection force in the beginning of the injection might be higher than normal. The fault is caused by accidental damage during use of the device.